Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: investigation revealed that the force sensor was out of calibration. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was out of calibration. This report is made based on results of investigation completed on 03/18/2014.